Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 07/15/2014.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 06/24/2014 with the following findings: review of the download history revealed the last bolus and basal deliveries were recorded on 04/03/2014. The basal and bolus amounts add up appropriately to match the total daily dose as evidence that the pump was delivering insulin accurately until the last date of use. There were alarms related to the complaint recorded in the alarm history, only typical usage was observed. The pump was exercised for 24 hours without issue and was found to be operating within the required specifications without malfunction. Investigation did not duplicate the reported issue. Unrelated to the original complaint, during the investigation the display was found to be discolored.